Manufacturer narrative:
Additional information received from the customer on (B)(6) 2019 indicating that this was not a product defect; it was an accidental infusion being attached to the y site. No sample has been received for failure analysis. The device history record review was not possible since the lot number of the product was not identified. It was reported that the customer was using an sp0220 accudrain and connected a medication pump at the product¿s csf sampling port; thus, it was stated that our sampling port looks very similar to their IV lines. Sampling ports have standard luer fittings and thus may look similar to other product ports used for similar purposes. Nonetheless, accudrain has design features, such as yellow ¿csf access¿ labels and green striped tubing to distinguish from other ports. The complaint root cause is related to user error.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported that the customer was using a sp0220 accudrain and an intravenous (IV) medication pump was connected to the patient at the product cerebrospinal fluid (csf) port. It was unknown if there was any patient injury. The customer's complaint was that the sampling port of the sp0220 looked very similar to the IV lines. Additional information was received on 18oct2019 and 22oct2019 indicating that the incident occurred on (B)(6) 2019. It was reported that the intensive care unit (ICU) patient had a ventriculostomy. There was no delay in the procedure. The product problem was discovered during inspection on the system. There was no known patient injury.